Event description:
Same case as MFR report #: 2134265-2009-05764. It was reported that during a percutaneous carotid artery intervention stenting treatment procedure, the patient experienced hypotension. The index procedure treated the 90% stenosed, 4x20mm target lesion located in the right ostium internal carotid artery. Treatment utilized a bsc filterwire ez and two wallstents. The first wallstent was opened but not used in the procedure due to the fact that the physician felt resistance when attempting to load onto the wire. The second wallstent was used and deployed with no problems. Following post dilation, a 40% residual stenosis remained. During the procedure the patient experienced hypotension which was treated with neo-synepherine and was resolved without residual effects. The next day it was reported that the patient had a small right groin ecchymosis which was likely due to the patient being thin, and also had difficulty sleeping and was given ambien without residual effects. The post procedure stroke value was "0". Two days post the index procedure, the patient was discharged. Per the physician, the adverse events were listed as "unrelated" to the study devices.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.